Event description:
It was reported via email that the customer changed the reservoir and keeps receiving an alarm that the tube is empty. Customer assisted with clearing the alarm and was advised to disconnect and reconnect the tubing and reservoir perform manual prime; insulin did exit. Customer was then instructed to rewind the insulin pump, reinsert reservoir and run manual prime; the insulin pump did not alarm no delivery. The customer was advised that the insulin pump is working as designed. The reservoirs and infusion sets are being replaced. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.